Event description:
Reporter reported on behalf of the user facility that the device was unable to zero calibrate.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.